Event description:
It was reported post implant a swedish adjustable gastric band, the port was unable to be accessed for first adjustment - port rotated and was unlocked. The port was replaced and stitched in place. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.